Manufacturer narrative:
(B)(4). Persona articular surface fixed bearing constrained condylar knee (cck) catalog # 42522800412 lot # 64372511. Persona femur cemented standard catalog # 42504605802 lot # 64849846. Persona stem extension tapered cemented catalog # 42560007514 lot # 64811904. Zb cement catalog # 110035368 lot # e2703z20ca. Multiple MDR reports were filled for this event: 0001822565-2022-00431, 0001822565-2022-00429, 0001822565-2022-00430. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Crf records indicates that the patient experiencing pain, swelling, and stiffness. X-ray review indicates anatomic alignment of the right knee arthroplasty. Abnormal position of the tibial implant with component extension into the joint space. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient is experiencing pain and inflammation in knee eight months post implantation. Attempts to obtain additional information have been made; however, no more is available.